Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. There was insufficient flow due to the clogging of the nozzle hose. The light guide lens was cracked. The objective lens and objective lens glue were chipped. The bending section cover glue was worn and discolored. The scope cover was scratched. Key top one (1) had a pin hole, and the angulations were out of specifications. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, the evis exera iii colonovideoscope had no air/water flow. The issue was detected after manual reprocessing, during placement in the endoscope washer. No patient harm reported. During the evaluation of the device, it was noted foreign material was protruding from the nozzle due to insufficient or incorrect reprocessing. This report is to capture the reportable malfunction of foreign material was protruding from the nozzle due to insufficient or incorrect reprocessing noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, that it is likely the following caused the event: a) brush broke when brushing the air/water (a/w) valve, and bristles of the brush entered the a/w channel and clogged in the nozzle. B) due to the use of gauze with lint for reprocessing, the lint entered the a/w channel and clogged in the nozzle. The following is included in the instructions for use (IFU) and may have helped prevent the event: "inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities." "All cloths used in reprocessing are recommended to be lint-free. Lint or cloth fibers shed into reprocessing fluids may be injected into the endoscope channels. There is the potential for lint or cloth fibers to lodge in channels or become trapped in the air/water nozzle. If gauze is used to reprocess the endoscope, ensure that fibers do not get caught on or remain trapped by protruding components like the air/water nozzle." "Thoroughly brush or wipe all external surfaces of the endoscope, using clean lint-free cloths, brushes, or sponges. Pay particular attention to the air/water nozzle opening and the objective lens on the distal end of the insertion section, and confirm that all debris is removed from all surfaces of the distal end." "Inspection: check the bristles for damage. If the bristles are crushed, gently straighten them with your gloved fingertips." "Check the bristles for any damage. If the bristles are crushed, gently straighten them with your gloved fingertips." "Check the channel cleaning brush and channel-opening cleaning brush parts for loose or missing bristles." "Caution: do not reprocess the single use combination cleaning brush prior to use. The brush may be damaged." "The channel cleaning brush (bw-20t) is consumable. The single use combination cleaning brush (bw-412t) is for single use. Repeated usage of these brushes may cause the brush head to become bent or kinked, which could cause it to come off during use. Confirm that the brush is free from any damage or other irregularities before and after use." Olympus will continue to monitor field performance for this device.